Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed in drawer with read, write, or invalid cubie memory error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer investigated cubie pockets not detected on bus. Remoted into device and confirmed no failed storage spaces. Verified firmware version and rebooted device. Pharmacy verified device functionality. No issue found. The system functioned as intended after the field service engineer repaired the device.